Event description:
A pump malfunction was reported by the customer, who had experienced at least three similar occurrences with the device. There was no adverse impact on the customer's blood glucose level. The customer was guided by technical support to reset the pump, which was successful, and a replacement pump was sent. The customer acknowledged they would use the current pump while awaiting the replacement.